Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the balloon, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material were separated 21.3 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval, as if kinked prior to separation. The material at the separation was stretched and jagged. There was an additional kink noted to the hypotube. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. It was reported the patient anatomy was moderately calcified which likely contributed to the reported difficulties. Additionally, it was reported force was applied to the shaft in the attempt to cross the lesion. It should be noted the xience v instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. The shaft likely kinked during advancement in the calcified lesion and further manipulation of the shaft outside of the patient anatomy would have contributed to the shaft ultimately separating. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an attempt was made to treat a heavily tortuous and moderately calcified mid left anterior descending artery (lad). In the attempt, force was applied to the 2.5 x 23 mm xience v and the proximal shaft separated into two pieces. Another 2.5 x 23 mm xience v was used successfully. No patient effects were reported. No additional information was provided.